Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the perform a system within 10 minutes: on (B)(6) 2016: obtained 106 mg/dl and 229 mg/dl. On (B)(6) 2016 obtained: 102 mg/dl and 240 mg/dl. On (B)(6) 2016 obtained: 267 mg/dl and 121 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.